Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. Customer's blood glucose level was 45 mg/dl at the time of incident and they were treated with food. Customer declined the troubleshooting for low blood glucose level. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer stated that auto mode feature was active at the time of incident. The device will not be returned for analysis.